Event description:
The customer observed smoke coming from the rear fluidics assembly of the architect i2000sr analyzer. Further investigation revealed that the vaccum pump required replacement. There were no injuries reported nor damage to the surrounding lab environment. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the instrument and found evidence of a liquid spill from the gutter of the reagent cooler onto the vacuum pump. The fse then proceeded to replace the vacuum pump and clean the gutter line and the area surrounding the vacuum pump. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) contains information to address the customer's current issue. No systemic product deficiency was identified during the current product evaluation.